Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. Beginning on an unknown date in 2018, the patient was having pain down their leg because the battery was sitting on top of their sciatic nerve. The healthcare professional (hcp) stated that it is irritating the sciatic nerve. There was no specification as to which side. The patient is scheduled to have the battery moved to the opposite side on (B)(6) 2018. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was not yet resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.